Event description:
It was reported that the programmer undergoes a long boot up phase and the back cover is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported long boot; programmer boots up in 65 seconds. System errors found in the programmer error log. Hard drive reconfigured and software reloaded to resolve issue. Analysis also confirmed the broken door tab on power cord cover. System fan is noisy and the stylus tip is pulling away from main pen body. Programmer failed common mode wrist/wrist electrode functional tests; ECG (electrocardiogram) connector found loose on the lem (link electronic module) printed circuit board assembly. (B)(4)